Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that soon after the replacement surgery on (B)(6) 2014; the patient had pleural effusions and fever and they were prolonged. Because of raising amount of c-reactive protein (crp) about a month later, the surgeon doubted infection of the wound and performed urgent surgery. The surgeon confirmed fistula at implanted cradle area during the urgent surgery on (B)(6) 2014. The surgeon closed the pleural effusions and the patient healed. This report is for an unknown vertical expandable prosthetic titanium rib (veptr). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown vertical expandable prosthetic titanium rib (veptr). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the patient is making steady progress.

Manufacturer narrative:
Additional narrative: date of post-operative infection is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.